Manufacturer narrative:
D9: date returned to mfg: 5/23/2025. Two used samples #d1000, tego¿ were returned for evaluation. As received, a torn and damage silicon seal in one of the sample was observed, no additional damage or anomalies were observed. Both samples were tested as per procedure and passed low/high pressure test. Complaint can be confirmed. The probable cause of visible damage to the silicon, is typical is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The complaint/event involved a tego¿ connector that reportedly leaked and the silicone was visibly damaged. At the time of visual inspection prior to use, there was no product defect observed; no tears, or cuts, etc. The product was stored in the clinic's emergency storage. There was an unspecified delay in therapy but no harm/adverse event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.